Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported false positioning alarms during support. The pump was ultimately removed and replaced. There was no harm to the patient.

Manufacturer narrative:
The returned pump was connected to a console and no placement signal alarms triggers. Ps was a steady and operated to specification. The cause of the issue was most likely patient condition related since the patient had heart failure and the returned device operated to specification. This report is being filed as part of a retrospective review of historical records.